Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result: no failure detected; the alleged failure could not be duplicated, however, the working length was found to be kinked and twisted. Visual evaluation of the returned device found that the working length of the device was kinked and twisted. A functional test was performed and the device was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, current was applied to the device; however, it was unable to cut the lesion. The wattage was increased from 120w to 150w, however, the issue was not resolved. A different device was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, current was applied to the device; however, it was unable to cut the lesion. The wattage was increased from 120w to 150w, however, the issue was not resolved. A different device was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.